Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced and aligned the reagent 1 (r1), reagent 2 (r2) and the sampler probes. The cse verified that the ultrasonics were functioning properly. The cse ran quality control, which resulted within acceptable range. The cause of the discordant tac result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Mdrs 2517506-2018-00151 and 2517506-2018-00165 were filed for the same issue.

Event description:
A discordant tacrolimus (tac) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The sample was repeated on an unknown instrument. The initial result was higher and the repeat result was lower. It is unknown which result is considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tac result.

Event description:
A discordant, falsely elevated tacrolimus (tac) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension xpand with hm instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tac result.

Manufacturer narrative:
The initial MDR 2517506-2018-00164 was filed on 12-mar-2018. Additional information (13-mar-2018): additional information regarding true result i.e. Result being reported and instrument used to perform repeat testing has been received. Corrected information (13-mar-2018): based upon the information received by the region, the date received by manufacturer is 12-feb-2018 and not 15-feb-2018 as previously documented in this MDR. MDR 2517506-2018-00165_s1 was filed for the same issue.